Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving low battery alerts, weak battery alarms, battery out limit alarms and failed battery test alarm. Customer reported that battery was lasting only two days. Customer also reported of receiving no delivery alarms and motor error alarms. Troubleshooting was performed and customer was advised that battery cap would be replaced. Customer called back to report that new battery cap did not resolve issue. Customer was advised that insulin pump would need to be replaced. Customer's blood glucose was 113 mg/dl.

Manufacturer narrative:
The device passed the functional test, including self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No motor error alarm noted during bolus/basal delivery. Upon visual inspection, the unit had a corroded motor home switch. No unexpected vibration noted. No rewind anomaly noted. No failed battery test, battery out limit, weak battery alarms noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The device was received without battery cap unable to confirm damage. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and scratched reservoir tube window.